Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and they experienced high blood glucose levels. The customer reported that they have high blood glucose levels ranged from 13.3 mmol/l to 16.2 mmol/l. The customer reported that they experienced symptoms related to high blood glucose levels included blurry vision. The customer treated high blood glucose levels with insulin pump. It was reported that the customer was wearing the insulin pump within 48 hours of reported high blood glucose event. The customer stated that the high blood glucose levels began on (B)(6) 2018 and the infusion set was changed on (B)(6) 2018. Troubleshooting was performed. The insulin pump passed the displacement test but the high pressure test was not performed due to customer declining to run the test. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.